Manufacturer narrative:
Report 9615332-2017-00062 is associated with (B)(4), biotene original oral rinse.

Event description:
Urologist all of sudden classifies as diabetic [diabetes] for the first time in her life showed high measurement of 100 [glucose urine elevated]. Case description: this case was reported by a consumer and described the occurrence of diabetes in a (B)(6) female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number 7a006c, expiry date 6th december 2019) for dry mouth. In (B)(6) 2017, the patient started biotene original oral rinse (savannah) (oral) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced diabetes (serious criteria gsk medically significant) and glucose urine elevated. Biotene original oral rinse (savannah) was discontinued (dechallenge was unknown). On an unknown date, the outcome of the diabetes and glucose urine elevated were unknown. It was unknown if the reporter considered the diabetes and glucose urine elevated to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on (B)(6) 2017. The consumer was calling about his wife. His wife had her semi-annual visit with the urologist. She was (B)(6) and would be (B)(6) old in (B)(6). Her urine sample, for the first time in her life showed high measurement of 100 which indicated and now her urologist all of sudden classified as diabetic. The urologist asked if there were any changes since her last visit and the only thing that changed was her rinsing her mouth with biotene. His wife's sugar content had always resulted in zero, but this time it came back 100. He did not know what unit of measurement it was for but it was still within limits. The urologist recommended that they follow up with the family doctor. She did not had a meal that day before the test and fasted. She did rinse her mouth with biotene the morning of the test. It was biotene dry mouth oral rinse fresh mint flavor. She started using it about 3 weeks ago. He thought he would tell her to stop using it. He used it himself and it was pleasant and satisfying for his dry mouth.